Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the paramedics was dispatched and they were brought to the emergency room on (B)(6) 2017 at 9 am due to low blood glucose. The customer¿s blood glucose at the time of admission was 37 mg/dl. They had no significant events that led to the hospitalization. They got their blood glucose under control and was released. They were wearing the insulin pump at the time of hospitalization. The customer stated that their carbohydrate count was what caused the low blood glucose. Troubleshooting was performed on the insulin pump. The reservoir was showing the same amount of insulin as shown on the status screen. The insulin pump¿s programming was accurate. They were unable to upload the insulin pump to carelink. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.